Manufacturer narrative:
Retainer ring = clear. Unit received with a blank display. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The original pcb 1 was removed and installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and the unit was blank display noted. The original pcb 2 was removed and installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and the unit powered up normally or no blank display noted. No component damages during visual inspection under the microscope on the pcb 1. Blank display noted during testing. Problem isolated to pcb1. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Unit had cracked battery tube threads, cracked case (battery tube), missing display window cover. The unit p-cap / test reservoir locks in place properly and no anomaly noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a long crack beginning from the top to all along the length of battery tube. No harm requiring medical intervention was reported. The insulin pump was returned for analysis